Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad cover was removed and contamination was found under the contrast key contact. Unrelated to this issue, the ok keypad symbol was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under a keypad button contact. This report is made based on results of investigation completed on (B)(4) 2014.